Event description:
It was reported that approximately three months post dialysis catheter placement, there was allegedly a decrease in perfusion of a long-term catheter for hemodialysis. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, however one image was received for the review. Based on image review, long term dialysis catheters can malfunction for a variety of reasons. Clot can form around the tip or fibrin. There can be kinks in the catheter. The images do not demonstrate any abnormalities with the catheter. It is likely clot that caused the dysfunction. However, the investigation is inconclusive for the reported issue as no objective evidence to confirm. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately three months post dialysis catheter placement, there was allegedly a decrease in perfusion of a long-term catheter for hemodialysis. There was no reported patient injury.